Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the pump. The insulin pump has minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported a button error alarm. He stated that he had fallen into water. The blood glucose reading was 201 mg/dl. Nothing further was reported.